Manufacturer narrative:
The reported complaint was confirmed. The manufacturer's field service representative (fsr) went to customer site. The fsr indicated the customer had moved various pumps when investigating the issue (on MDR # 1828100-2015-00860) themselves. The central control monitor (ccm) received a pump message other than the pump assigned to this position installed on the base. When the permanent address transmitted by a pump does not match the stored permanent address for that pump location in the configuration screen, it displays a question mark on the pump icon on the ccm. This alerts the user of a change in hardware and gives them the opportunity to assign the new pump for the case (the pump is temporarily assigned to that icon). The fsr fixed the display and properly assigned the pump to the ccm¿s configuration screen for that perfusion setup. The issue the customer experienced does not represent a malfunction or deficiency in the system. The system is designed to function the way the user experienced it. The customer altered the configuration of the system-1 and did not adjust the configuration screen to match it. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Date issue occurred is unknown, issue has been happening for a while per customer. The field service representative (fsr) verified the "?" On ccm. He assigned the roller pump as "sucker 2" and the problem was resolved. The fsr saved the configuration to card and completed testing of the roller pump. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sucker roller pump came up with a question mark (?) On the central control monitor (ccm). The device was not changed out, as the pump still functioned. The user had to run the roller pump locally from the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 24-sep-2015: according to the perfusionist (ccp), during set-up of the system-1 for a cardiopulmonary bypass, he noticed that the roller pump on the ccm had a ? Over the icon. This pump was a field sucker in sucker 1 position, and was appropriately assigned/configured (according to the ccp). They were not able to control the pump through the ccm, but they were able to control it via the local controls on the pump. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.